Manufacturer narrative:
Replacement of the pcb of the neoblue resolved the customer issue. The customer problem was troubleshot and resolved onsite by replacing the pcb. The product was installed on (B)(6) 2014 therefore a manufacturing defect is not likely to have caused the issue. Service records for this account were reviewed and no records related to this unit/complaint were found. No further investigation required.

Event description:
The customer reported to natus that their neoblue 3 led light was unable to switch intensity from high to low settings. Technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.